Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. One day after the event onset, the patient started treatment with vancomycin injection (every 5th day, ongoing) and ceftazidime injection (everyday, ongoing) for peritonitis. Nine days after the event onset, the patient passed away. The cause of death was not reported. The patient was recovering from the peritonitis event at the time of death. No additional information is available.

Manufacturer narrative:
B2: death is no longer an outcome attributed to the adverse event. H1: changed from death to serious injury. H6: health effect - impact codes changed from f02 to f12. B5: upon follow up, it was reported that the patient recovered from peritonitis prior to death. Based on additional information received, the pd disposable was determined not to be a factor in the reported death. Should additional relevant information become available, a supplemental report will be submitted.